Manufacturer narrative:
While a lens with a damaged edge may have caused or contributed to the users reported discomfort, it is unlikely to have caused or contributed to the infection nor is it likely to result in a death or serious injury were it to reoccur. The relationship between the device and the incident is unconfirmed.

Event description:
The user reports they experienced discomfort as a result of a split/torn lens. The user also reports that they'd previously experienced an infection of the eye. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis and lack of medical information.